Event description:
Externalized conductors were visible during fluoroscopy. No electrical anomalies were noted. The lead will remain implanted and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.